Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-1012, awareness date 28-aug-2015 ). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011. Consumer reported that severe problems began almost immediately, including fatigue, migraine headaches, severe pelvic pain, severe back pain, forgetfulness, vitamin d deficiency, hip pain, unpredictable / irregular and very heavy menstrual cycles some months and other months no cycle at all, depression and anxiety. On (B)(6) 2015 she had a hysterectomy to remove essure and problems significantly diminished or were entirely gone. The product technical complaint (ptc) investigation and final assessment were received on 21-sep-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and almost immediately started having severe pelvic pain. She underwent a hysterectomy to remove essure 4 years after insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. Given the positive temporal relationship and in the lack of a plausible alternative explanation, causality between essure and the reported event cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy to remove essure). Since no product was returned and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.